Event description:
The facility reported to customer service an infusion pump with error code 500:320:844:0000. Information was not provided regarding whether or not the device was in pt use when the event occurred. The customer reported no injury or medical intervention. No additional contact information was available.

Manufacturer narrative:
The pump was returned for service. Baxter service found failure 500 in event history and determined that it was caused by a stuck key, which was caused by a pinched main speaker harness. Baxter service replaced the main speaker harness. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was initiated in 2005.